Event description:
It was reported that the pump was on, but the display remained black. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Bg level was addressed with a correction bolus via the pump. The customer will continue to use current pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.